Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported loss of power.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during a patient event.  The patient call was for an attempted suicide but the patient reportedly did survive the event. There was no additional event information provided to physio-control. The run number is - (B)(4).